Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his sensor alarmed lost sensor and when he removed the sensor from his body the cannula was missing. The patient's blood glucose at the time of incident is unknown. The sensor was returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed visual inspection and found sensor cannula retracted inside sensor base, and found cannula to be damaged (wrinkled). See picture attachment file for details. Unable to confirm customer received sensor in said condition due to sensor was returned opened/used.